Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had no adhesive on the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by the deterioration of parts without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.